Event description:
On 11/16/2023, it was reported by a facility representative via phone that on (B)(6) 2023, a patient underwent a procedure where an ar-8919ds implant system was used which resulted in an infection. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is a patient specific event, specifically, an allergic reaction to the implanted device. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.